Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions: failure to push down on the starclose se clip applier before firing the starclose se clip. Per the instructions for use: support the clip delivery tube with the left hand and gently push the device down on the top of the artery to seat the clip delivery tude on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an internal carotid artery interventional procedure. Reportedly, the device was not pushed down on the artery when the starclose se clip was deployed. The starclose se clip was deployed in the tissue tract. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the device was not pushed down on the artery when the starclose se clip was deployed. It should be noted the starclose se instructions for use (IFU) states: while maintaining downward pressure and device stability, depress the deployment button with the right thumb. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.